Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci vascular closure specialist that a female pt underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the femoral head using a 6f sheath (model unk). Peri-procedure the pt was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after hold time of 1 minute, a hematoma formed which was approximately 3-4cm. The nurse held pressure for 6 minutes, then shifted the pt to the bed, and put a femostop on the pt for 2 hours. The pt was reported as fine.